Event description:
A report received from the USA stated that an 840 ventilator experienced a loss of communication device alert and shut down while being used on a pt. The pt was removed and placed on an alternate ventilator. No pt injuries were reported. No additional info is available at this time.

Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the reported issue via phone. The reported malfunction was not duplicated during tse troubleshooting. The customer reportedly replaced the graphical user interface (gui) to breath delivery (bd) cable as a precautionary action. The device passed the extended self-testing (est) conducted by the customer and was found to operate within MFR specifications. (B)(4).